Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that 8 bd pen ndl 32g 4mm pro were unable to prime. The following information was provided by the initial reporter : the consumer reported 8 clogged pen needles as no insulin flow during priming. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-13. Investigation summary: customer returned (1) open 4mm, 32g pen needle without the tear drop label or inner shield. Customer states that the pen needles are clogged. The returned pen needle was tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that 8 bd pen ndl 32g 4mm pro were unable to prime. The following information was provided by the initial reporter : the consumer reported 8 clogged pen needles as no insulin flow during priming. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd pen ndl 32g 4mm pro were unable to prime. The following information was provided by the initial reporter : the consumer reported 8 clogged pen needles as no insulin flow during priming. Date of event : unknown. Samples : available.